Event description:
The customer contact reported that the device did not sound an audible alarm tone during an alarm condition. The device was returned to the biomedical engineering department with an unsigned note that stated, "does not beep when occluded." No tracking information was provided; therefore, specific pt information, pump programming, or event details were not available. There were no reports of any adverse pt events while the device was in clinical use. During testing at the user facility, the device did not sound an alarm tone during an alarm condition. Though requested, no additional information was provided.

Manufacturer narrative:
The device was received. Investigation is not complete.